Event description:
It was reported that after dialysis was completed, the "patient pulled left tesio catheter". Half of the lumen came out, and the second half was removed by the surgeon the following day. The catheter had been implanted for more than 2 years.